Manufacturer narrative:
(B)(4) . The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a blank and white display screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that the display screen flashes all the time and is impossible to stop. The customer also states that the device switches on and off all the time with audio alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank flashing white lcd display and constant beeping audio alarm anomaly due to crack on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unit was received with cracked retainer, minor scratched display window and scratched case.